Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance was outside the normal range and thresholds were higher than acceptable by the physician. The lead was capped and replaced. No patient complications have been reported as a result of this event.